Event description:
Boston scientific crm received information, that during a follow-up procedure, this right ventricular (rv) lead exhibited pacing impedance values greater than 3000 ohms, and shock impedance values of 50 ohms. The pacing impedance values at implant were noted as being 2200 ohms, and this patient declined a lead revision procedure. The sensing of the rv channel was 20.4 mv. The device was temporarily set to vvi 30. A printout of the ventricular channel indicates the sensing of the right channel was still maintained, and in synchrony with the qrs of the external electrogram. It was suggested to the physician and the patient that a lead revision should take place. Subsequently, the physician wondered how there could be sensing when pacing impedance values are greater than 3000 ohms. Bsc ts discussed how a rv sensing circuit has a high impedance, and can detect signals without a problem. When you release your pace impulse through the rv output, the current flow will no longer be sufficient to depolarize the myocardial cells close to the lead tip which will result in no capture for the entire area. In general the capture failure is slowly approaching over time with pacing threshold increasing over time. Most likely the lead tip of this rv lead has calcification of fibrosis. A lead revision is strongly suggested. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequently, additional information was received that this rv lead was abandoned surgically due to out of range pacing impedance measurements and high thresholds values. The decision was also made to explant and replace the device. At this time there is no additional information. Should additional information become available this report will be updated.